Event description:
It was reported that the parapac pneupac ventilator was not working properly. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one pneupac ventilator (parapac) was returned for investigation in good condition. The customer reported product problem was not replicated after testing. The device was determined to have passed all functional tests.